Event description:
It was reported that the intra-aortic balloon pump (iabp) was not on a pt. The hospital engineer charged the iabp according to the instructions for use and connected the ac cable to the equipment. The power indicator didn't light; engineer pressed button to turn on the equipment. The equipment went through the automatic self-check and then alarmed for "system running on battery." The alarm was muted and the equipment operated. He checked the voltage of the power supply; it was 12.1 voltages. He then removed the fuses to check and they were both okay. The ac power cable was also checked, and the result voltage was 220v. Through all the above checkings, it could be determined that the power supply was "working in disorder." The working time of the equipment is 1295 hours.

Manufacturer narrative:
(B)(4). Product will not be returned for eval.